Manufacturer narrative:
No photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mz9270 lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A device history record review for model mz9270 lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10nov2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Event description:
It was reported that 2 of the bd maxzero¿ multi-fuse extension set with needleless connector were leaking. Report 1 of 4 . The following was provided by the intitial reporter: verbatim: we use a tri-fuse IV attachment on most of our IV lines. It allows us to run three drips into one IV. We have found two of them to be leaking on the filtered port. We found it last week on a patient and thought it was a one off and switched to a new one and did not have anymore problems.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.